Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/26/2020. D4: batch # t5dt5f. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge not loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Was the device locked on tissue? If yes, how was the device removed (i.e. Anvil release button, knife reverse switch, manual override lever, jaws forced open, device cut from tissue)? Did the jaws of the device eventually open? If not, please provide details.

Event description:
It was reported that during the surgery, the trigger was pulled to fire the stapler, but the knife did not move forward and stuck in the middle. There were no patient consequences reported. No additional information is available at this time.